Event description:
When starting the patient's intravenous there was brisk blood return noted; catheter was advanced without difficulty. When flushing the patient's intravenous it began to leak. I attempted to tighten the catheter and it continued to leak while flushing. Upon assessing the intravenous site I noted that the catheter was no longer intact with the hub. I notified nurse manager and we both assessed the site and notified physician. Md in to assess the patient. Per md he could palpate the catheter under the skin in the right wrist area where the intravenous was started. Emergency department made aware and patient will be stopping by after infusion. The area was circled with a marker and extra intravenous catheter was sent with patient for a reference for emergency department. All lots of same catheter (mckesson) were removed from med cart. Nurse manager kept all defective product. Nurse manager called emergency room on (B)(6) 2026 and spoke with physician assistant that treated patient and they were able to retrieve and remove plastic catheter sheath from underneath patient's skin and vein. Sutures were placed and antibiotic was started. Told to follow up in 5 to 7 days. Patient discharged home.